Manufacturer narrative:
(B)(4). Method: the three complaint rt340 adult dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare (B)(4) and were visually inspected. Results: visual inspection of device 1 revealed a hole in the expiratory limb tubing approximately 30cm from the patient end connector. A hole was observed approximately 21cm from the patient end connector in device 2. Device 3 had a hole next to the patient end connector. A lot check could not be performed as no lot information was provided. Conclusion: based on our visual inspection the limbs appeared to have been punctured or scratched with a blunt object. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh, which prevents damage to the walls of the tube, however the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by blunt or sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage."

Event description:
A hospital in (B)(6) reported via our distributor that they discovered a hole in three rt340 evaqua breathing circuit expiratory limbs. This was found prior to patient use.